Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had developed skin irritation underneath the rear therapy electrodes. The patient's dermatologist prescribed avena ointment for the irritation. During a follow-up it was reported that the irritation had improved.